Event description:
The implantable cardiac defibrillator system was returned with very little information. A database search showed the patient had expired less than one year after implant of the system. Additional information has been requested and not yet received. No complaints or allegations have been made against the system or any of the individual components at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment was returned, analyzed, and primary analysis results revealed no anomalies found.